Manufacturer narrative:
UDI #: (B)(4). Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Implant date: if implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was explanted in a secondary procedure due to residual astigmatism. The lens was replaced with another amo lens, different model, same diopter. Additional information was received and it was learnt that there was no incision enlargement or vitrectomy to remove the lens. At one week post replacement operation, the patient has some edema with trace to 1+ cells; visual acuity (va) is 20/40. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed with the unaided eye and it was observed that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency and the reported complaint cannot be confirmed. All pertinent information available to the manufacturer has been submitted.